Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified solution via gravity. After an unspecified length of time in use, air was noted in the tubing set. It was reported that the air could not be removed from the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).